Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, on the third firing of segmental resection of lung, they connected the reload to handle. The surgeon tried to fire the device, however could not squeeze the handle. They replaced a new reload, and the firing was completed with no problem. There was no patient injury.